Event description:
It was reported that a peritoneal dialysis (pd) patient acquired sepsis and subsequently passed away. The cause of death was reported to be sepsis. The cause of the sepsis was not reported. On an unreported date, the patient was admitted to a rehab facility (details and treatment information were not reported). It was unknown if the patient was performing peritoneal dialysis (pd) therapy or hemodialysis while at the rehab facility. It was not reported if an autopsy was performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.